Event description:
The patient received a spanner in 2007 for post transurethral microwave thermotherapy (tumt) retention. The patient returned for a follow up visit, per the physician's request about two days later. At that time, the physician performed a transrectal ultrasound (trus) which appeared to show the device may have migrated into the bladder but x-ray showed the spanner had partially migrated. The anchor appeared to be just above the sphincter. The physician repositioned the device anchor and sent the patient home. The patient returned at about one week later, after nine days of spanner wear with low urinary flow, cystoscopy showed a complete migration of the device into the patient's bladder. The physician removed the spanner. No information was provided on how the device was removed or any further follow up with the patient after device removal.

Manufacturer narrative:
The device was not returned for evaluation. A review of device history records (DHR) for the relevant spanner lot revealed no indication that the device used did not meet specifications. (Actual devices were not evaluated).